Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with tfna augmentation for femoral trochanteric fracture. The guide wire for the blade could not be inserted into the proper position and perforated the anterior femoral head. The re-insertion was performed for several times, and the blade was able to be inserted into the central position. The distance between the guide and the femoral head was sufficient, and the size of the blade was also appropriate. The cement in question was carefully injected into the femoral head while checking the central view. The surgeon did not feel any discomfort. Next, 1cc each of cement was injected into the ventral and dorsal sides while checking the lateral side view. After injecting 3cc of cement, the surgeon checked the central view. It was confirmed that the cement was injected into the area perforated by the guide wire. The image did not show the cement leakage into the joint; however, the cement injected in the guide wire hole reached the boundary of the femoral head and a possible cement leakage was suspected. The surgery was completed successfully without any surgical delay. After surgery, although several x-ray frontal views were taken with the femur in different rotational positions, the cement leakage could not be confirmed. Subsequently, CT was taken. The patient was reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate